Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient was implanted with a replacement pump about a month ago and since sunday they have been exhibiting withdrawal symptoms. Caller stated they are doing a dye study now. Additional information was received from a manufacturer representative (rep). It was reported that the patient complained of a loss of therapy and had a positive dye study. A catheter revision was requested by the provider.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6): product type catheter product ID 8781 lot# s erial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.